Event description:
After removing the pt from the bath, the carers could not remove the gentleman from the chair because his testicles were caught in the seat shell. The fire brigade was called in to help remove him. One person involved.